Event description:
[Redacted date]: bf3c160 (pediatric) serial number [redacted number]. A black speck/debris was seen in the airway. The scope was inspected by the therapist during the case and there were no visible defects. At the time, it was believed the patient had a foreign body. We own this scope and it is > 6 years old. Prior to incident, scope last used with a patient on [redacted date]. This scope model requires 7-day cleanings if not used. This scope would have been re-preprocessed between the 2 patient cases. [Redacted date]: bf-1th190 (large) serial number [redacted number]. The black debris was visualized in the airway post ebus biopsies (biopsies performed with another scope). At the time it was questioned if the black speck was a result of the biopsies. This scope is from our 2023 lease and had never been repaired at the time of the incident. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: scope model bf-1th190 (large) serial number [redacted number]. Black specks were visualized during the initial patient airway inspection. The scope was removed, and the outside of the scope was wiped with a wet gauze and a black residue came off the scope. This scope is from our 2023 lease and had never been repaired at time of the incident. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. Black debris was seen during initial patient airway inspection. The black debris appeared to be stuck on the scope and not on the patient airway. We removed the scope and wiped the distal end with a wet gauze and did not see any black debris on the gauze. Scope was re-inserted into the patient and the black debris/speck was not seen again. Scope is from our 2020 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-h190 (small) serial number [redacted number]. Black debris/speck was seen on initial patient airway inspection. Scope was removed and another scope was used to complete case. Scope is from 2023 lease. Prior to incident scope last used with a patient on [redacted date]. In mid-september we implemented a more detailed process for inspecting scopes prior to patient use. [Redacted date]: bf-h190 (small) serial number [redacted number]. During initial set up the scope was noticed to be falling apart, and black debris was removed from the scope when it was wiped with a gauze. The scope was not used for the case. We own this scope and it¿s > 6 years old. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection of scope, the distal tip was found to be chipped and broken. Scope was not used for the case. Scope is from our 2023 lease. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection black debris was found on gauze after we wiped the distal end of the scope. Scope was not used on a patient. Scope is from our 2023 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection the outer sheath of the scope was pushed up on distal end. Scope was not used. Scope is from our 2020 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf3c160 (pediatric) sn: [redacted number]. During initial inspection scope was found to be damaged around the suction valve port during. Scope was not used. We own scope and it¿s > 6 years old. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: during ims preventive maintenance inspections 3 scopes were identified as needing repair: bfuc180f sn [redacted number] (2020 lease) found crack in plastic on ultrasound portion of the distal end. Scope last used with a patient on [redacted date]. Bfh190 sn [redacted number] (2023 lease) found flaking/deterioration of distal glue band. Scope last used with a patient on [redacted date]. Bfh190 sn: [redacted number] (2023 lease) found flaking/deterioration of distal glue band. Last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (small) serial number [redacted number]. During case the visual image became impaired. It had red dot/circles on the screen. Scope was removed and inspected. The two small light circles on the tip of the scope felt raised and appeared to be a different color. Scope is from our 2023 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection, the scopes outer sheath at distal end was found to be pushed up. Scope was not used. Scope is from our 2023 lease. Scope last used with a patient on [redacted date]. Note: scope had returned from repair on [redacted date] due to scope having visual problems during a case on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection, the scopes outer sheath towards distal end was found to be pushed up. Scope was not used. Scope last used with a patient on [redacted date]. Note it was repaired on [redacted date], sent back to [redacted name], reprocessed, and had not been used on a patient at time of finding. Scope from 2023 lease. [Redacted date]: ims on site to continue with pm of scopes. Following findings: olympus bf-1th190 (large) serial [redacted number]: found to have stretching and folding of bending rubber. Sections become completely folded over. Last used with a patient on [redacted date]. Last repaired on [redacted date] due to a ¿resi test stuck inside of scope¿ and [redacted date] for distal end of scope chipping. Scope from 2023 lease. Olympus bf-1th190 (large) serial number [redacted number]. Found to have stretching and folding of bending rubber. Folding over itself. Last used with a patient on [redacted date]. Note: scope repaired on [redacted date] due image not working during case, also repaired on [redacted date] due to ¿resi test stuck inside¿. Scope from 2023 lease. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During our initial inspection of the scope, we did not see any black debris when wiping the scope with a gauze. We used this scope briefly prior to switching to another scope for clinical reasons. As the case continued, we visualized debris in the airway. The debris looked very similar to the previous black debris we have seen. At this point we visually inspected this scope (sn: [redacted number]) and black debris came off onto the gauze and we could see where the distal tip was falling apart. Scope last used on the same day ([redacted date]) for our first case. Scope is from our 2020 lease. Continued from event detail: [redacted date] bf-uc180f (ebus) serial number [redacted number]. Post case, during the bedside cleaning of the scope we were unable to suction or push cleaning solution through the balloon channel. We have been performing ebus for 12+ years and have never seen this issue. Prior to incident scope last used with a patient on [redacted date]. Scope is from our 2023 lease. [Redacted date] bfh190 (small) serial number [redacted number]. During initial inspection, the rubber ring around the camera was found to mostly missing and when wiped with a gauze black debris was found. Scope was not used. Prior to incident scope last used with a patient on [redacted date]. Scope from our 2023 lease.

Event description:
[Redacted date]: bf3c160 (pediatric) serial number [redacted number]. A black speck/debris was seen in the airway. The scope was inspected by the therapist during the case and there were no visible defects. At the time, it was believed the patient had a foreign body. We own this scope and it is > 6 years old. Prior to incident, scope last used with a patient on [redacted date]. This scope model requires 7-day cleanings if not used. This scope would have been re-preprocessed between the 2 patient cases. [Redacted date]: bf-1th190 (large) serial number [redacted number]. The black debris was visualized in the airway post ebus biopsies (biopsies performed with another scope). At the time it was questioned if the black speck was a result of the biopsies. This scope is from our 2023 lease and had never been repaired at the time of the incident. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: scope model bf-1th190 (large) serial number [redacted number]. Black specks were visualized during the initial patient airway inspection. The scope was removed, and the outside of the scope was wiped with a wet gauze and a black residue came off the scope. This scope is from our 2023 lease and had never been repaired at time of the incident. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. Black debris was seen during initial patient airway inspection. The black debris appeared to be stuck on the scope and not on the patient airway. We removed the scope and wiped the distal end with a wet gauze and did not see any black debris on the gauze. Scope was re-inserted into the patient and the black debris/speck was not seen again. Scope is from our 2020 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-h190 (small) serial number [redacted number]. Black debris/speck was seen on initial patient airway inspection. Scope was removed and another scope was used to complete case. Scope is from 2023 lease. Prior to incident scope last used with a patient on [redacted date]. In mid-september we implemented a more detailed process for inspecting scopes prior to patient use. [Redacted date]: bf-h190 (small) serial number [redacted number]. During initial set up the scope was noticed to be falling apart, and black debris was removed from the scope when it was wiped with a gauze. The scope was not used for the case. We own this scope and it¿s > 6 years old. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection of scope, the distal tip was found to be chipped and broken. Scope was not used for the case. Scope is from our 2023 lease. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection black debris was found on gauze after we wiped the distal end of the scope. Scope was not used on a patient. Scope is from our 2023 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection the outer sheath of the scope was pushed up on distal end. Scope was not used. Scope is from our 2020 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf3c160 (pediatric) sn: [redacted number]. During initial inspection scope was found to be damaged around the suction valve port during. Scope was not used. We own scope and it¿s > 6 years old. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: during ims preventive maintenance inspections 3 scopes were identified as needing repair: bfuc180f sn [redacted number] (2020 lease) found crack in plastic on ultrasound portion of the distal end. Scope last used with a patient on [redacted date]. Bfh190 sn [redacted number] (2023 lease) found flaking/deterioration of distal glue band. Scope last used with a patient on [redacted date]. Bfh190 sn: [redacted number] (2023 lease) found flaking/deterioration of distal glue band. Last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (small) serial number [redacted number]. During case the visual image became impaired. It had red dot/circles on the screen. Scope was removed and inspected. The two small light circles on the tip of the scope felt raised and appeared to be a different color. Scope is from our 2023 lease. Prior to incident scope last used with a patient on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection, the scopes outer sheath at distal end was found to be pushed up. Scope was not used. Scope is from our 2023 lease. Scope last used with a patient on [redacted date]. Note: scope had returned from repair on [redacted date] due to scope having visual problems during a case on [redacted date]. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During initial inspection, the scopes outer sheath towards distal end was found to be pushed up. Scope was not used. Scope last used with a patient on [redacted date]. Note it was repaired on [redacted date], sent back to [redacted name], reprocessed, and had not been used on a patient at time of finding. Scope from 2023 lease. [Redacted date]: ims on site to continue with pm of scopes. Following findings: olympus bf-1th190 (large) serial [redacted number]: found to have stretching and folding of bending rubber. Sections become completely folded over. Last used with a patient on [redacted date]. Last repaired on [redacted date] due to a ¿resi test stuck inside of scope¿ and [redacted date] for distal end of scope chipping. Scope from 2023 lease. Olympus bf-1th190 (large) serial number [redacted number]. Found to have stretching and folding of bending rubber. Folding over itself. Last used with a patient on [redacted date]. Note: scope repaired on [redacted date] due image not working during case, also repaired on [redacted date] due to ¿resi test stuck inside¿. Scope from 2023 lease. [Redacted date]: bf-1th190 (large) serial number [redacted number]. During our initial inspection of the scope, we did not see any black debris when wiping the scope with a gauze. We used this scope briefly prior to switching to another scope for clinical reasons. As the case continued, we visualized debris in the airway. The debris looked very similar to the previous black debris we have seen. At this point we visually inspected this scope (sn: [redacted number]) and black debris came off onto the gauze and we could see where the distal tip was falling apart. Scope last used on the same day ([redacted date]) for our first case. Scope is from our 2020 lease. Continued from event detail: [redacted date] bf-uc180f (ebus) serial number [redacted number]. Post case, during the bedside cleaning of the scope we were unable to suction or push cleaning solution through the balloon channel. We have been performing ebus for 12+ years and have never seen this issue. Prior to incident scope last used with a patient on [redacted date]. Scope is from our 2023 lease. [Redacted date] bfh190 (small) serial number [redacted number]. During initial inspection, the rubber ring around the camera was found to mostly missing and when wiped with a gauze black debris was found. Scope was not used. Prior to incident scope last used with a patient on [redacted date]. Scope from our 2023 lease.